Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The internal suction tubing was pinched. This tubing was adjusted to remove the pinch which resolved the reported issue. No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported a malfunction resulting in the loss of suction. There was no report of patient involvement.